Event description:
It was reported that the insulin pump alarmed for motor error and cracks around the display window. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 alarm test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor tested ok. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near the display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.